Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that an extractor rx retrieval balloon was to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure of the common bile duct performed on (B)(6), 2011 (patient age, gender, and weight are unknown). According to the complainant, during preparation, the balloon would not inflate when tested. It was confirmed that no visible issues were noted to the device. The procedure was completed with another extractor rx retrieval balloon. On (B)(6), 2011 the investigation results revealed the catheter of the device to be broken; therefore, this is now an MDR reportable event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual analysis of the returned complaint device revealed no damage to the balloon portion of the device; several kinks were noted in the catheter of the device. Functional testing was performed; the balloon was inflated in water and air was noted escaping at the tip of the catheter. The balloon material was removed from the catheter and the skive hole was inspected. A small hole was observed in the catheter, under the balloon at one side of the skive hole. This caused an interlumen leak between the balloon and guidewire lumens. Analysis of the balloon skive hole confirmed the skive had not penetrated the walls of the balloon lumen and guidewire lumen. The distal tip was observed to be bent opposite the hole. The hole and bend in the catheter revealed by the investigation indicate rough handling of the device during preparation, which may have lead to the catheter break. Therefore, the most probable root cause for this event is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.